Event description:
It was reported that a spectrum iq infusion pump had "upstream occlusion when nurse was trying to run fluid on it there was no tubing and nothing inside of it" found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "upstream occlusion when nurse was trying to run fluid on it but no tubing or anything inside of it" was not reproduced. The device was tested for upstream occlusion detection and it passed. Event history log was completed and in the last days of customer use, multiple occurrences of "upstream occlusion!" Alarms were observed, however, upstream occlusion detection testing failures cannot be determined through the history log. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through history log review however no component issue was identified and therefore no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.